Manufacturer narrative:
Bent lift motor shaft.

Event description:
It was reported by service report that the foot actuator would not move all the way up or down. It is unk if there was pt involvement or adverse consequences occurred.